Event description:
Following implant, in the recovery room, the patient was reprogrammed to her pre-op settings. Her tremor control was improved, but the nurse attributed some of this improvement to the effects of the general anesthesia. Impedance measurements on the left lead were still >4000 ohms, but the patient was not reporting any side effects at all. The patient was seen approximately one week later in the clinic. The left side impedances were normal and the patient had perfect tremor control of the right hand with no side effects. The right side impedances were >4000 ohms for all four monopolar pairs, but ranging from 59 ohms to 1406 ohms in bipolar. After about an hour and a half of programming, they were not able to improve her tremor at all in the left hand. The patient did not report any side effects at all with programming even at relatively high voltages with multiple contacts activated. It was thought that the lead/extension connection was most likely the issue; possible fluid in the boot. The neurologist tended to agree with this and wanted to hold off on any additional testing (x-rays, etc.) To see if the fluid would improve on its own in the next few weeks. The patient was scheduled to return to clinic in about 1 month for further evaluation. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).